Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture, baker grade IV. Mammogram and ultrasound noted simple cysts- not device related. The device has been explanted. Left side.

Event description:
Physician reported capsular contracture, baker grade IV. Mammogram and ultrasound noted simple cysts- not device related. The device has been explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst (ndr): unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reported capsular contracture, baker grade IV. Mammogram and ultrasound noted simple cysts- not device related. The device has been explanted. Left side.